Event description:
Cascading battery alarms occurred with two different devices during the same pt event in which the pt eventually expired. Both devices alarmed for "battery life < 30 minutes", followed within minutes by "battery life < 5 minutes" and then "low battery" after which the devices shut down. Reportedly, all these alarms occurred within a 5 minute timespan during multiple repeated efforts to resuscitate the pt who had been very unstable during emergency transport. The physicians concluded that the battery failures did not cause or contribute tot he pt's demise. Details were reported as follows: the pt had initially been admitted to a different hospital in cardiac arrest. The pt was then transferred by life flight to st. (B)(6) center ICU. The pt had required ongoing resuscitation efforts while en route. Pt did not have a rhythm and did not stabilize. Both devices had been unplugged due to transport and were not plugged in on arrival. When the batteries failed, the devices were switched out. Eventually, a cardiac rhythm was restored but within minutes the pt arrested again and expired. The batteries in the two pcu's were 2.5 years old. Biomed duplicated the reported sequence. Biomed charged the batteries overnight, then powered up the device and did not get a "replace battery" screen. Biomed started a test infusion and unplugged the device from ac. The display gave an estimated run time of 2.0 to 3.5 hours. Within a couple minutes, the system alarmed for battery < 30 minutes, a couple minutes later for battery 5 minutes and then a couple minutes later alarmed for low batter shutdown. It was explained to the customer how the battery functions in the device. The customer understand that once a battery deteriorates to 80% of rated capacity, the battery will start to deteriorate at a much faster rate and can break rapidly in such a way that the software in normal mode may not detect it. The customer will re-evaluate their battery maintenance cycle and change frequency.

Manufacturer narrative:
(B)(4). Pt information requested and all available information is included. No product will be returned per the customer. The customer complaint of battery failure could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Ref MFR's report number: 206493-2014-00133, carefusion internal file number: (B)(4).